Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with juvéderm¿ voluma¿ with lidocaine and juvéderm® volift¿ with lidocaine, 0.5 ml each side, c1 area and marionette lines, chin area and nl fold. Approximately two months later, hcp has reported that the patient has now presented with granuloma formation in the right side of c1 area. Biopsy was not provided. Symptom status is unknown. This is the same event and the same patient reported under MDR ID # 3005113652-2022-00014 (allergan complaint # (B)(4)). This MDR is being submitted for the suspect product, juvéderm¿ voluma¿ with lidocaine.